Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient about a previous overdischarge, the patient was showed how to do a physician mode recharge (pmr) during the overdischarge event. They thought that it occurred in (B)(6) 2015.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, non-malignant pain, and other chronic/intractable pain (trunk/limbs). It was reported that the spinal cord stimulator (scs) device had not worked in 8 months. The patient&#38112;battery was dead. It was confirmed that this was the implantable neurostimulator (ins) not the patient programmer (pp). The issue started to occur in (B)(6) 2015. It was noted that an MRI was scheduled but it was not related to the device. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken to resolve the issues. If additional information is received, a follow-up report will be sent.